Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer stated the battery and set has been changed and the alarm is recurring. The device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Customer confirmed receiving a motor position encoder error. Blood glucose value was 11 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.